Event description:
Reporter stated that customer received the following results on the aviva nano system within 10 minutes: 20.0 mmol/l and 7.0 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are not available any longer.

Manufacturer narrative:
The event occurred in (B)(4). Device will not be returned.